Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided op notes which states upon discharge to home, increased problems with pain and aching in right hip region. A leaking fistula opened up and aspiration confirmed. Radiographic review states right hip acetabular cup lateral angle of inclination is approximately 42 degrees. Stem appears to be in varus alignment with cerclage wires present. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same patient (reference 0001822565-2017-00242 & 00245).

Event description:
Patient¿s right hip was revised 16 days post-implantation due to infection. The stem and cup were removed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported patient was revised approximately 2 weeks post-implantation due to pain and infection. Attempts have been made and additional information on the reported event is unavailable at this time.